Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided.

Event description:
It was reported that the filter will not hold fluid. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on (B)(6)2022 and attached in complaint: the spreadsheet is accurate. Two lot 3984200 failed. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: h4: correction: device manufacturing date: 02-jun-2020

Manufacturer narrative:
Other, other text: h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: h6: correction: event problem and evaluation codes: result code updated.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A package containing samples was forwarded to manufacture investigation site 07/21/2022. No product sample nor photos were received by investigation site; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on (B)(6)2022 and attached in complaint: the staff primed the line and everything seemed to be looking good and then the next thing they knew the filter was completely empty but the tubing distal to filter still had fluid. No evidence of leaking. H6: event problem and evaluation codes: updated h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: h4: correction: device manufacturing date: 02-jun-2020